Manufacturer narrative:
Device evaluation: as received, all three leaflets had been cut out from the valve. Some leaflet fragments were returned, however they were not able to be matched up to the valve. X-ray demonstrated calcification on the returned fragments and on the remaining leaflets on the valve. Minimal host tissue was observed on the stent circumference and on the remaining leaflets on the valve. The wireform was cut at commissure 1; both ends matched up. The device was returned to edwards for evaluation. Report of stenosis could not be confirmed due to condition of valve as received, and report of regurgitation could not be confirmed through visual observations. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received patient factors and progression of valvular disease likely led to the event.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device were unsuccessful. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received patient factors may have contributed to the event; however, exact cause remains indeterminable. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a (B)(6) female patient with a 23mm aortic valve required explant after an implant duration of 12 years due to severe stenosis, moderate regurgitation, and pannus. It was reported the surgeon identified pannus growth underneath the valve and thought it contributed to the stenosis. Records indicated that the valve had some wear, but no torn segment. The device was replaced with a 23mm aortic valve. Postoperatively, the patient developed complete heart block requiring a permanent pacemaker. She was discharged on postoperative day nine (9) in stable condition.